Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The patient experienced urinary incontinence and vaginal prolapse.

Event description:
As reported to coloplast though not verified, patient was implanted with restorelle directfix pos mesh. Later the patient experienced urinary incontinence and vaginal prolapse. A cystoscopy, urethrolysis, autologous fascia sling placement and posterior colporrhaphy were performed.